Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2025-00108: a facility reported that the mayfield ultra base unit (a2101) was used in a case, and the joint could not hold. As a result, the device was changed. There was no patient injury; however, there was significant increased surgical time.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The mayfield ultra base unit (a2101) was not returned; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The definite root cause cannot be identified as the device was not returned. However, based on the reported complaint, probable root cause is routine wear or damage to the unit from misuse. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11 the mayfield ultra base unit (a2101) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the reported complaint is confirmed from the evaluation. The base unit was received with a loose handle, the handle needs to get overhauled and adjusted; therefore, the shock cushion, cam support pin and screw need to be replaced. The adjustment wrench is rusty and damaged, the threads and starburst teeth at the transitional member are worn off, the transitional member need to be replaced, and the isolator lock pins are damaged. To resolve all issues, all damaged and worn parts were replaced and after completing the repair, the unit successfully passed the function test. Root cause - the complaint is confirmed via inspection of the unit. The unit required replacement of worn and damaged components. The probable root cause is rough handling and routine wear of the unit. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.